Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the kidney. A 7.0 x 80, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation at less than working pressure, it was noted that the balloon was leaking and there was a pinhole noted on the balloon. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.